Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was air in line due to the patient not properly priming the disposable set. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center to report a low drain volume alarm that occurred on the home choice (hc) machine during initial drain. The drain volume (dv) = -6 ml and the last fill volume = 2000 ml. The technical service representative (tsr) instructed the hp with troubleshooting. The hp stated the patient line had a lot of air and further stated the patient line had air when he connected. The tsr explained to the hp if the patient line had air he should not connect himself; instead, should reprime the patient line. The tsr advised to end therapy and start over with new supplies. The hp confirmed to start over with new supplies. There was no patient injury or medical intervention reported.